Manufacturer narrative:
The process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The device is distributed outside the us, and no gudid information exists.

Event description:
The customer reported that the patient developed a pressure injury while using the velaris mattress and that the cells were deflated. The clinical specialist assessed the injury as serious.

Manufacturer narrative:
Follow-up information indicated that the pressure injury was located in the sacral area. The device was initially used without the pump connected. After a stage 1 pressure injury was identified, the pump was connected. Despite this, the condition of the pressure injury continued to progress. The pressure injury was later assessed as meeting the criteria for a serious injury. Subsequently, the patient¿s mattress was replaced. The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed.

Manufacturer narrative:
The involved mattress is being returned for evaluation and testing. The investigation is ongoing. The conclusions will be provided in a follow-up report once the evaluation and testing have been completed.